Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's latitude customer support (lcs) to report that this patient had died. The call was transferred to boston scientific's technical services (ts) to discuss further. Ts was informed that this patient had died in (B)(6) 2012 while in the hospital. Prior to the patient's hospitalization, the patient had been seen in-clinic for a routine device follow-up. At that time, the visual inspection found that the device had completely eroded through the pocket. The patient had not reported this observation to the clinic prior to the device follow-up. The patient was admitted to another hospital in (B)(6) 2012 and this pacemaker dependent patient was treated with intravenous antibiotics. The hcp believes the entire implanted system was explanted and a replacement system was implanted on the opposite side. The patient died approximately 2-weeks after the system was replaced. The hcp was not aware of the cause of death but felt that the device and lead system did not cause or contribute to the patient's death. Subsequently, boston scientific received information that the clinic nurse contacted boston scientific in (B)(6) 2013 to request deactivation from the patient monitoring system due to patient death.

Manufacturer narrative:
Attempts to obtain additional information from the field was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.